Event description:
It was reported to philips that during morning start up routine the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint, and the field service engineer (fse) inspected the system onsite, confirming that it was not powering on. During troubleshooting, the fse identified an absence of incoming hospital power supply. Further investigation revealed that the internal connection of the control room emergency stop button had become disconnected. After reaffixing the connection, it was observed that the emergency stop button in the exam room had been activated. To resolve the issue, the fse deactivated the emergency stop button. After deactivation, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power fluctuations or outages may occur that can cause the azurion system to not boot up. This scenario includes situation in which the main hospital power supply is fluctuating or there is localized power failure that is not caused by the azurion. Since the malfunction of an external power source is not malfunction of the azurion system. Philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.